Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was overfeeding. The volume to be infused set to was 400ml q6 (every 6 hours). The reported amount was 700ml delivered within 3.5 hours. The feeding was stopped prior to completion. The patient had an elevated sugar level. They performed manual tube feeding. No error codes were shown. Additional information received stated the patient is a diabetic. The blood sugar is not available. Insulin was administered by the nursing staff.

Manufacturer narrative:
The service history record review showed this was the first time the pump was returned for service. The unit was received and evaluated as part of our investigation. The functional testing was able to duplicate the reported issue. The root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.